Event description:
Previously reported problem still occurring, at least 6 additional instances. IV set up includes primary set and secondary set. Secondary IV bag hung higher and back flow valve prevents solution from flowing into primary bag. Secondary bag solution flowed into primary bag instead of pt. Apparently back flow valve not functioning. MFR aware.